Event description:
It was reported that the device may have been depleting prematurely. It was also reported that the right ventricular (rv) lead threshold measurement had increased and an adequate safety margin was not able to be maintained. The device was explanted and replaced; the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: sedr01 implantable pulse generator 2011-(B)(6). (B)(4).